Event description:
It was reported by the rep that at the very beginning of procedure the handpiece and lcsc5 began to lockout. The handpiece and lcsc5 were changed and both replacements worked fine. There was no consequence to the pt.